Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex (lcx). A 2.50 x 48 mm synergy was deployed and a proximal edge dissection was noted. The dissection was covered with a 3.00 x 38 mm promus premier and the procedure was completed.